Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 for 2 days. The customer¿s blood glucose level was 564 mg/dl at time of incident. Another blood glucose level was 468 and 196 mg/dl. Other recent high blood glucose event was on (B)(6) 2020. The customer was assisted with troubleshooting. The customer was treated with insulin drip, insulin pump and manual injection. The customer stated that the symptoms related to high blood glucose such as vomiting, tachycardia, shortness of pain, dehydration and pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer alleged insulin pump was under delivering because it didn't bring down blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).